Event description:
Additional information was received that the clinic plans to continue to follow the patient remotely. They will also be bringing the patient in to increase the alert for high impedance measurements from the remote home monitoring system.

Event description:
Additional information was received that another alert was administered via the remote home monitoring system as the rv lead shock impedance measurements continue to be high and out of range. The shock impedance value was now over the 150 ohms at 152 ohms. The patient was brought in for "inducation" testing. The shock impedance was 140 ohms manually prior to shock delivery and 97 ohms with delivered shock. It was noted that the impedance measurement was consistently in the 140 ohm range after the shock. The physician elected to increase the out of range shock impedance notification limit to 200 ohms, will continue to monitor. The ICD and rv lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted patient services as there was a red light on the remote home monitoring system. A code displayed indicating high out of range shock impedance measurement. Patient services referred the patient to their clinic for further follow up. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no adverse patient effects were reported.